Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection and poor implant placement. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060-100, lot# 493442, mfd. 03 jul 15, exp. 2020-07-03, (B)(4); 2nd (middle): ifuse implant, p/n 7030-100, lot# 222252, mfd. 21 jan 15, exp. 2020-01-21, (B)(4); 3rd (inferior): ifuse implant, p/n 7035-100, lot# 493435, mfd. 27 jul 15, exp. 2020-07-27, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later reported to a different surgeon with complaints of no pain relief. The surgeon determined that the cranial and caudal positioned implants were positioned too posterior and that the middle implant was too short. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed all implant with chisels. The status of the patient following the revision procedure is not known.